Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in thresholds, which had accelerated the past few months, to high measurements. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.